Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a lowest blood glucose of 68 mg/dl and approximately 20 minutes below range; the user¿s caregiver administered oral carbohydrates (orange juice and dumplings), and the user is blind with caregiver-managed diabetes care and had dialysis earlier in the day. Symptoms included low blood glucose without loss of consciousness, dizziness, or other acute complications. Outcomes included temporary disruption requiring oral glucose and caregiver assistance, without medical intervention or hospitalization. Investigation included review of available reports and user education on hypoglycemia treatment and avoidance of overcorrection. Investigation of this case revealed no device malfunction and an undetermined cause for the hypoglycemic event. It was concluded that the event was user-reported hypoglycemia with cause unclear, resolved with oral carbohydrates and education, and without serious injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.